Event description:
The surgeon was using the device to place a drain in patient after performing lapchole. The distal tip of dissector broke. The surgeon was unable to find it. X-ray was taken and it was negative. The surgeon closed the incision. After surgery, another x-ray was performed and the distal tip of dissector was visulized in patient's pelvis. The distributor has been contacting the user facility. The device will not be returned for investigation. No further information is available at this time.